Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampons missing the string [device physical property issue]. Case narrative: consumer reported via email that more than half of the tampons were missing strings or only had one thread. No injury was reported.